Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, lower pelvic pain, right side"), genital haemorrhage ("excessive spontaneous bleeding") and menorrhagia ("abnormal bleeding ( menorrhagia)") in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and human papilloma virus test positive. Previously administered products included for birth control: para guard iud from 2004 to (B)(6) 2014. Concurrent conditions included adenomyosis, dysfunctional uterine bleeding, endometrial thickening, diverticulosis, gerd, uterine bleeding, environmental allergy, hiatal hernia, nabothian cyst, paratubal cyst, constipation, bloating and fatigue. Concomitant products included omeprazole (omeprazol) for gastrooesophageal reflux disease as well as calcium, cetirizine hydrochloride (zyrtec) and multivitamins since 2016. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/pain lower abdominal region"), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), dysgeusia ("metallic taste in mouth") and insomnia ("loss of sleep"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy to remove the essure implant), surgery (ablation) and surgery ( d&c, truclear hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the menorrhagia, abdominal distension, menstruation irregular, dysgeusia, insomnia, vaginal haemorrhage, migraine, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, insomnia, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Three coils were noted in each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: increased size of bilateral breast masses ultrasound pelvis - on (B)(6) 2016: uterus 9.82 x5.49 x 7.12 cm ovarian cyst 1.6 cm. On (B)(6) 2014, pelvic ultrasound showed uterus 9.54 x 4.74 x 5.28 cm, endometrium 1.5 cm, iud in place, normal ovaries bilaterally, endometrium suggestive of adenomyosis. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: new reporters . New reporters added and reporter information updated. Patient demographic information added. Product indication updated and lot no received. Concomitant medications, historical drugs, concomitant drugs and concomitant disease added. New events genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhea and weight increased added. Outcome for the events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, lower pelvic pain, right side"), genital haemorrhage ("excessive spontaneous bleeding") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 48-year-old female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included cesarean section and human papilloma virus test positive. Previously administered products included for birth control: para guard iud from 2004 to (B)(6) 2014. Concurrent conditions included adenomyosis, dysfunctional uterine bleeding, endometrial thickening, diverticulosis, gerd, uterine bleeding, environmental allergy, hiatal hernia, nabothian cyst, paratubal cyst, constipation, bloating and fatigue. Concomitant products included omeprazole (omeprazol) for gastrooesophageal reflux disease as well as calcium, cetirizine hydrochloride (zyrtec) and multivitamins since 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/pain lower abdominal region"), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), dysgeusia ("metallic taste in mouth") and insomnia ("loss of sleep"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy to remove the essure implant), surgery (ablation) and surgery (d&c, truclear hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the menorrhagia, abdominal distension, menstruation irregular, dysgeusia, insomnia, vaginal haemorrhage, migraine, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, insomnia, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Three coils were noted in each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: increased size of bilateral breast masses ultrasound pelvis - on (B)(6) 2016: uterus 9.82 x5.49 x 7.12 cm ovarian cyst 1.6 cm. On (B)(6) 2014, pelvic ultrasound showed uterus 9.54 x 4.74 x 5.28 cm, endometrium 1.5 cm, iud in place, normal ovaries bilaterally, endometrium suggestive of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received- new event essure confirmation test not conducted was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, lower pelvic pain, right side"), genital haemorrhage ("excessive spontaneous bleeding") and menorrhagia ("abnormal bleeding ( menorrhagia)") in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and human papilloma virus test positive. Previously administered products included for birth control: para guard iud from 2004 to (B)(6) 2014. Concurrent conditions included adenomyosis, dysfunctional uterine bleeding, endometrial thickening, diverticulosis, gerd, uterine bleeding, environmental allergy, hiatal hernia, nabothian cyst, paratubal cyst, constipation, bloating and fatigue. Concomitant products included omeprazole (omeprazol) for gastrooesophageal reflux disease as well as calcium, cetirizine hydrochloride (zyrtec) and multivitamins since 2016. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/pain lower abdominal region"), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), dysgeusia ("metallic taste in mouth") and insomnia ("loss of sleep"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy to remove the essure implant), surgery (ablation) and surgery ( d&c, truclear hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the menorrhagia, abdominal distension, menstruation irregular, dysgeusia, insomnia, vaginal haemorrhage, migraine, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, insomnia, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Three coils were noted in each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: increased size of bilateral breast masses ultrasound pelvis - on (B)(6) 2016: uterus 9.82 x5.49 x 7.12 cm ovarian cyst 1.6 cm. On (B)(6) 2014, pelvic ultrasound showed uterus 9.54 x 4.74 x 5.28 cm, endometrium 1.5 cm, iud in place, normal ovaries bilaterally, endometrium suggestive of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), dysgeusia ("metallic taste in mouth") and insomnia ("loss of sleep"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, menstruation irregular, dysgeusia and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysgeusia, insomnia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.